Event description:
The customer reported that a 24 hour infusion of tpn was initiated on 11/28/2018 at 9:30 pm at a rate 70 ml/hr and programmed using interoperability. At 10am the next day , the nurse noticed that the tpn bag was empty, having infused within 12 hours. The tpn bag size is 2000 ml, however the ordered volume was 1680 ml with an overfill of 50 ml for a compounded volume of 1730 ml. It was reported by the rn that upon review of the pump the screen showed the rate as 70 ml/hr with a remaining vtbi of 849.8 ml. The customer stated that prior to the tpn over infusion the patient was ordered blood glucose monitoring every 6 hrs. It was reported that "the patient was already receiving regular insulin based upon blood glucose levels prior to incident and received 4 units of insulin regular on 11/29 at 1300. Due to the tpn over infusion, blood glucose levels taken after the event,: poc bg on 11/29 at 05:36 was 251, bg 11/29 at 08:13 was 278, poc bg 11/29 at 10:52 was 209. On 11/29 at 14:26 patient required an additional blood glucose draw bg was 242.the tpn was programmed in the adult profile. The customer reported that there was no last harm due to the event. The customer reviewed the all infusion report and stated, ¿the infusion started on 11/28 at 9:31:07 pm. The infusion paused at 9:32:12 pm and alarmed with door closed alarm at 9:32:20 pm. A free flow alarm occurred at the same time as the door closed alarm. The infusion then began infusing at 70 ml/hr at 9:32:24 pm. The infusion was programmed using interoperability. Per knowledge portal report, the next alarm occurred the next morning (11/29) at 09:22:55 am with bolus air in line alarm, followed by a door open alarm, safety clamp open/close door alarm, and flow backed alarm and finally the infusion was stopped on 11/29 at 10:14:03 am.¿ received medication label attached to product that stated : lipids. Nutrilipid 20% IV fat emulsion.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a 24 hour infusion of tpn was initiated on 11/28/2018 at 9:30 pm at a rate 70 ml/hr and programmed using interoperability. At 10am the next day, the nurse noticed that the tpn bag was empty, having infused within 12 hours. The tpn bag size was 2000 ml, however the ordered volume was 1680 ml with an overfill of 50 ml for a compounded volume of 1730 ml. It was reported by the rn that upon review of the pump the screen showed the rate as 70 ml/hr with a remaining vtbi of 849.8 ml. The customer stated that prior to the tpn over infusion the patient was ordered blood glucose monitoring every 6 hrs; "the patient was already receiving regular insulin based on blood glucose levels prior to the incident and received 4 units of regular insulin on 11/29 at 1300. Due to the tpn over infusion, blood glucose levels taken after the event,: poc bg on 11/29 at 05:36 was 251, bg 11/29 at 08:13 was 278, poc bg 11/29 at 10:52 was 209. On 11/29 at 14:26 patient required an additional blood glucose draw; bg was 242.the tpn was programmed in the adult profile. The customer reported that there was no last harm due to the event. The customer reviewed the all infusion report and stated, ¿the infusion started on 11/28 at 9:31:07 pm. The infusion paused at 9:32:12 pm and alarmed with door closed alarm at 9:32:20 pm. A free flow alarm occurred at the same time as the door closed alarm. The infusion then began infusing at 70 ml/hr at 9:32:24 pm. The infusion was programmed using interoperability. Per knowledge portal report, the next alarm occurred the next morning (11/29) at 09:22:55 am with bolus air in line alarm, followed by a door open alarm, safety clamp open/close door alarm, and flow backed alarm and finally the infusion was stopped on 11/29 at 10:14:03 am.¿ received medication label attached to product that stated : lipids. Nutrilipid 20% IV fat emulsion.

Manufacturer narrative:
The customer¿s report of a tpn overinfusion was neither confirmed nor replicated. Physical inspection of the device noted the instrument seal not present. The only observed anomalies were dull iui connectors and a crack at the lower door hinge. There were no anomalies observed with the primary set. Analysis of the pcu event log shows pump module s/n (B)(4) received a remote IV request for (drugid (B)(4)) to infuse at 70ml/hr with a vtbi of 1680ml at 9:31 am on 28 november 2018 and the user started the infusion. At 9:32 pm, the user paused the infusion. The device then alarmed for flo stop open for 1 second and then the door was closed and the infusion restarted. At 9:22 am on 29 november 2018, the device alarmed for air in line. At 9:23 am, the device was paused. At 10:07 am, the device alarmed for flo stop open for 23 seconds. At 10:08 am, the device alarmed for check IV set. At 10:14 am, the device was channeled off and the system was shutdown and powered off. The volume recorded as being infused during this period was 830.22ml. Functional testing performed found the device to be delivering fluid within specification. There was no leaking observed from the set. The bezel was noted to be a 3rd party part. The root cause of the customer¿s report of a tpn overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age/date of birth was requested but was not provided. Reported that adult profile used, therefore it is presumed the patient was adult.

Event description:
The customer reported that a 24 hour infusion of tpn was initiated on (B)(6) 2018 at 9:30 pm at a rate 70 ml/hr and programmed using interoperability. At 10am the next day the nurse noticed that the tpn bag was empty, having infused within 12 hours. The tpn bag size is 2000 ml, however the ordered volume was 1680 ml with an overfill of 50 ml for a compounded volume of 1730 ml. It was reported by the rn that upon review of the pump the screen showed the rate as 70 ml/hr with a remaining vtbi of 849.8 ml. The patient required additional blood glucose monitoring; result levels were not provided. The tpn was programmed in the adult profile. The customer reviewed the all infusion report and stated, ¿the infusion started on (B)(6) at 9:31:07 pm. The infusion paused at 9:32:12 pm and alarmed with door closed alarm at 9:32:20 pm. A free flow alarm occurred at the same time as the door closed alarm. The infusion then began infusing at 70 ml/hr at 9:32:24 pm. The infusion was programmed using interoperability. Per knowledge portal report, the next alarm occurred the next morning ((B)(6)) at 09:22:55 am with bolus air in line alarm, followed by a door open alarm, safety clamp open/close door alarm, and flow backed alarm and finally the infusion was stopped on (B)(6) at 10:14:03 am.¿